Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shocks minute ventilation oversensing. No other information was provided. This lead remains implanted, but taken out of service, due to the patient dying of unrelated reasons. No further adverse patient effects were reported.